Event description:
"Safety seal was shredding during use and shooting out the sides of the drill guide" reported by the facility on a motor repair request. On follow up it was reported that they had a single case during which a safety seal disintegrated. The lot number of the safety seal was unk and no safety seals were available for evaluation. No pt injury was reported.